Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The reported break (gripper line) was not confirmed during the returned device analysis and the reported difficult to open or close (gripper actuation issue) could not be replicated in a testing environment due to the returned condition of the clip delivery system (cds) without the suture knots attached to the gripper arms. A review of the lot history record identified no exception issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed and the returned device analysis, a definitive cause for the reported break (gripper line) could not be determined in this incident. Additionally, the reported difficult to open or close (gripper actuation issue) appears to be due the cascading effect of the observed detached suture knots from the gripper arms. A potential product quality issue was identified. The issue is being addressed per internal operating procedures and abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper line break resulting in a gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve however during the second grasp attempt, the gripper line broke and the grippers would not longer raise. The cds was removed and replaced with a new device, reducing the mr to 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.